Manufacturer narrative:
Procode: niu stent, superficial femoral artery, drug-eluting.

Event description:
Kibrik 2019 ¿a real-world experience of drug eluting and non-drug eluting stents in lower extremity peripheral arterial disease.¿ a retrospective review was performed on all in patient infrainguinal lower extremity endovascular procedures between january 2014 and september 2016, which involved stent implantation. Procedures involving the common femoral artery, superficial femoral artery, and above knee popliteal artery were included. Procedures involving iliac, below knee popliteal, tibial, peroneal, and pedal arteries were excluded. The type of stent, number of stents, length of each stent, and location of stent were recorded for each procedure. Data on each patients trans-atlantic inter society consensus ii class were collected. End-points included stent thrombosis, restenosis, re-intervention, and limb loss. Post-operative arterial duplexes were obtained every three months to determine stent patency during follow-up visits. In-stent stenosis was defined as >60% narrowing on arterial duplex. Thrombosis was defined as in-stent occlusion, and limb loss involved only major amputations in the treated extremity. Bivariate analysis and students two-sample t-test were used to analyze the data. Ibm-spss ¿ 22 was used for all analyses. This file was opened to capture re-stenosis 46% rate for des. 46 procedures involved only des zilver (cook).